Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens and the lens tore upon insertion into the eye. The lens was removed without enlarging the incision and another lens was inserted. A suture was required to close the wound.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that the lens haptic along with half of the lens optic torn off and remained in the cartridge. Visual inspection of the cq cartridge-fp shows that there is no visible damage. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.